Event description:
It was reported that the 6 x 16 trial inserter was used to trial for a 6 x 16 cervical disc. The surgeon determined, however, that the implant selected was not the proper size for the disc space being treated. A 6 x 14 mm cervical disc was implanted instead without any reported surgical complications.

Manufacturer narrative:
The implant was returned for evaluation and a 100% inspection was performed and found that the device was made according to specifications. The implant trial did not exactly match the profile of the corresponding size implant. A corrective action was initiated to address this issue.